Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the distal luer of the tubing was cracked and leaking onto the patient during an ivig infusion. The suspect tubing was connected to a concomitant IV tubing that was infusing d5w. A new bottle of ivig had to be ordered. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no defects or damage. Functional and pressure testing confirmed no leaks on the male luer. The root cause of the customer¿s report was not identified.